Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator had a rash near their surgical glue. The surgeon prescribed the patient antibiotics. The patient later noted that there were hives present with a worsening rash near their surgical site. The patient was unsure if the allergic reaction was associated with the antibiotics they were on. There were no additional patient complications. Further information reported that the physician believes it was dermatitis. The patient was taking allergy medication and steroid cream to help with the itchiness.